Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was excercising and drove their sinus rate up to 170 beats per minute (bpm). Subsequently, the device delivered inappropriate anti-tachycardia pacing (atp) and several shocks resulting in exhaustion of tachycardia therapy. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed programming options. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.